Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed on (B)(6) 2018, to treat a degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and placed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted for stabilization reducing mr to 3. The patient was confirmed to have a good outcome. On (B)(6) 2018, the patient expired due to pre-existing pneumonia that was confirmed to be unrelated to the mitraclip system. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.